Event description:
It was reported that during the farawave procedure for persistent atrial fibrillation, while performing the application in the left atrium, the guidewire got stuck while being operated. Initially, there were no issues noted while operating within the left atrium, however, it suddenly got stuck. They were able to remove the guidewire as normal. There were no other malfunctions noted. The event was resolved when the farawave and starter guidewire were replaced with devices of another lot. No patient complications occurred. The device was received and investigation is still in progress.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during the farawave procedure for persistent atrial fibrillation, while performing the application in the left atrium, the guidewire got stuck while being operated. Initially, there were no issues noted while operating within the left atrium, however, it suddenly got stuck. They were able to remove the guidewire as normal. There were no other malfunctions noted. The event was resolved when the farawave and starter guidewire were replaced with devices of another lot. No patient complications occurred. The device was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of stuck guidewire. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. A new guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported allegation. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of guidewire stuck is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of device problem excluded. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.